Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stages parkinson's disease. According to the complainant, post procedure, the patient noticed a lack of efficiency the week of (B) (6) 2010. On (B) (6) 2010 a fluoroscopy was done and showed that the intestinal tube had migrated. The intestinal tube was put in the right position with the help of a guide wire. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B) (4) - decrease therapeutic effect. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stages parkinson's disease. According to the complainant, post procedure, the patient noticed a lack of efficiency the week of (B)(6), 2010. On (B)(6), 2010 a fluoroscopy was done and showed that the intestinal tube had migrated. The intestinal tube was put in the right position with the help of a guide wire. The patient's condition at the conclusion of the procedure was reported to be okay.